Event description:
Additional information was received from the area representative indicating the patient's device was programmed off at the time of the high lead impedance and was later removed along with a portion of the lead. The explanted devices will not be returned to the manufacturer for analysis as the devices were discarded at the time of surgery. At the moment, no replacement has been planned for the patient.

Event description:
It was reported by a company representative that high impedance was received on both normal and system diagnostics at a follow-up appointment. The patient was referred for x-rays which were sent to the manufacturer for review. The generator was visualized in the left chest and it appeared to be in a normal orientation. The lead pin insertion was unable to be assessed. The filter feedthru wires appeared intact and the lead wires appeared intact at the connector pin. A portion of the lead wire did appear to be located behind the generator. The electrodes were visualized in the neck and appeared in the proper orientation. There did not appear to be any gross discontinuities or sharp angles in the images provided. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.